Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the conductor wire was damaged insulation. Failure analysis investigation also found that the pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were undamaged. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damaged wire if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, a damaged wire was observed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.